Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation- patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Physician reported right side "leakage of the device." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on shell, black particles like mold on outer surface of device. The leak test was performed found an opening on shell. A microscopic analysis was performed which identified one punctured opening, consistent in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on posterior side due to surgical damage like.

Event description:
Physician reported right side "leakage of the device." The device has been explanted.